Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to olympus for an unspecified reason and no reports of patient or user harm. The device was evaluated by olympuupon return and found foreign material attached to the air/water tube, the air/water cylinder, and the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: switch box has a scratch, air/water cylinder had no color, due to a pinhole on bending section rubber water tightness was lost, plastic distal end cover had a crack, connecting tube had a wrinkle, video cable had a wrinkle, and the electrical contact of video connector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.